Event description:
The customer reported receiving an alarm on his insulin pump. The customer stated that his blood glucose was 180 mg/dl or 190 mg/dl at the time the issue was reported. The customer also stated that the alarm might have been due to moisture because he was working in the hot attic and perspiring prior to getting the alarm. Nothing further reported.

Manufacturer narrative:
Insulin had no button response due to corroded keypad traces. No button error alarm noted. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. Insulin pump had minor scratches on display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.